Event description:
This solicited device case was received on (B)(6) 2014 from a consumer via pt support program. Pt ID: unk, country: (B)(6). This case involves a (B)(6) female pt who experienced pain in knee and still felt pain/felt that the injection did not work at all (sub therapeutic response) after receiving treatment with synvisc one. No medical history, past drugs, concomitant medication or concurrent condition was reported. On (B)(6) 2014, the pt received treatment with synvisc one injection, at a dose of 6 ml, once (batch/lot number: s1302, route and expiration date: not provided) into an unspecified location for osteoarthritis. On an unk date, (05 months ago), the pt developed pain in knee. Reportedly, the pt still felt pain and the medication did not work at all. It was also reported that the pt was given cortisone for pain in knee and it helped pain but synvisc one did not. Outcome: not recovered for the event of pain in knee. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: intervention required for the event of pain in knee.